Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit had damaged wheels. So, in order to fix the issue, the fse replaced the caster color ral and caster dual function. The fse performed functional tests, and the unit was then suitable for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit has damaged wheels. There is no patient involvement reported .